Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Patient reported that last week they started a new diet and was drinking a gallon of water however they were not going to the bathroom very often nor was having a strong urge to go to the bathroom which they thought was unusual. Patient saw their physician assistance and had an ultrasound showing they were still retaining fluid. Patient wanted to confirm and ask if the interstim settings should be adjusted. It was reviewed that the decision on settings are to be made with the device managing physician and was redirected back to them. Patient stated that they saw the physician's assistant the day of the report and would be having a follow up in a month and that time, they would do additional ultrasound of the bladder and upper urinary tract.